Event description:
It was reported that the patient was admitted to the hospital for thrombosis after implant of the pulse generator in 2020. The patient's health gradually declined and included an infection of unknown etiology. During a device interrogation an unspecified arrythmia was noted, and programming interventions were made. It was also reported that the generator was unable to transmit data via remote transmission. The patient expired and the cause of death was indicated as cardiopulmonary arrest due to coronary artery disease. Further information was requested but not received.